Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2013 and mesh was implanted. No issues were noted during a follow up visit on (B)(6) 2013. On (B)(6) 2013, the patient had emergency hospitalization due to a bulge and a hernia recurrence. The patient underwent removal of the mesh on (B)(6) 2013 because the mesh was not grown in, it was only adhered slightly on the outer edges and the patient had inflammation. Currently, the patient is good. The patient still has a big incisional hernia that has to be repaired.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.